Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: product was not returned and no photographic evidence was provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. Based on review of service history and information provided by the customer, we are unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "high priority alarm recirculating solution over temperature. The filter assembly has to be pushed and held by hand to get it to work in the #4 block. High priority alarm clamped". The unit was tested before being used on a patient. Issue resolved by using another machine that was available from the emergency department.